Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6)-year-old (B)(6) male patient had impella cp pump inserted in the left axillary for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported the patient experienced a pneumothorax at the left lung, as a result, the patient required a chest drain to be inserted. Additionally, the patient developed an infection at the insertion site which required drug treatment. No further information was provided.